Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit. Troubleshot unit. No faults or errors codes in logs. Testing unit no leaks found. Adj vacuum cylinder s2 sensor. Cleaned and vacuumed compressor and power supply fan inlet and outlet ports. Test ran unit for 60 minutes, all tests passed. Completed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, the cs300 intra-aortic balloon pump (iabp) alarmed low vacuum every 20-30 minutes. The alarm/message did not linger and therapy was transferred to another unit standing by with no issue and no interruption to therapy. There was no patient harm or injury reported.